Event description:
A healthcare facility in the netherlands reported that an mr290v autofeed humidification chamber provided as a part of an rt330 optiflow tubing kit was leaking water. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section h11: method: the subject mr290v vented autofeed humidification chamber provided as a part of an rt330 optiflow tubing kit was returned to fisher & paykel (f&p) healthcare in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed chamber identified a crack along the base of the dome of the chamber. Further analysis indicated that the crack was most likely due to a mechanical force. Conclusion: the reported leak was confirmed and found to be due to a crack that was observed on the chamber dome. Our investigation was unable to conclusively determine the root cause of the observed crack. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The user instructions for the rt330 optiflow tubing kit state the following: - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - the use of breathing circuits, chambers, accessories, or combinations which are not approved by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction and harm to the patient/user. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber.

Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber provided with the rt330 optiflow tubing kit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the netherlands reported that an mr290v autofeed humidification chamber provided as a part of an rt330 optiflow tubing kit was leaking water. There was no patient harm reported.